Manufacturer narrative:
(B)(4). A 510k number cannot be provided since the product code and lot number are unknown. Will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Event description:
This report is for issue of use error - home patient (hp) reuses same supplies. During troubleshooting for an unrelated alarm, the hp stated that he had a lot of alarms and he started over with the same supplies. The baxter technical representative (tsr) asked the hp if he started over with new supplies. Hp stated no. Tsr explained that if the hp has to start over, the hp will have to start over with new supplies. Tsr recommended that the hp contact the registered nurse (rn) . Tsr assisted the hp with ending the therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.